Event description:
The pt's spouse reported a non-delivery of morphine with an ipump. Pt was in surgery for a prostatectomy at 10:30 am and was sent to recovery at 12:30pm. Spouse stated, pt looked uncomfortable and was complaining of pain. The prescription rate is unknown but the pump was set up in the pca mode with a ten minute delay. At 2:30pm they were moved to the floor. At 4:30pm spouse was leaving to go home and saw a nurse they knew and asked them to look at the pump. Spouse reported that the nurse did not think the pump had delivered any medication. The clinician reported this to the other clinicians on the floor. The spouse stated the clinicians would assess pt's pain but would indicate pt was "over-doing" it. Spouse stated the clinician did get the pump to deliver medication however the pt's IV was not functioning on day two. The IV and pca therapy was discontinued on the third day. The pt was released without further incident.